Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that a "lead came loose" possibly due to a fall approximately three months ago. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.